Event description:
It was reported that; "please be advised that I represent mr. (B)(6) with regard to his claim for damages arising out of the above referenced incident. Please do not contact my client and refer all future communications to my office. (B)(6) sought treatment at (B)(6) hospital on (B)(6) 2012, for a left periprosthetic femur fracture. At that time, a stryker periarticular distal femoral locking plate was implanted. Thereafter, (B)(6) was admitted for thirty (30) days of physical rehabilitation. On (B)(6) 2012, he experienced extreme pain in his left leg and was transported via ambulance to (B)(6) hospital where an emergency surgery was performed for left femur nonunion failed hardware status post open reduction internal fixation periprosthetic femur fracture. He again was admitted for thirty (30) days of physical rehabilitation."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation. Device will not be returned.